Event description:
Preoperative diagnosis. Left internal carotid artery (ica) dissection and occlusion. Left middle cerebral artery (mca) thrombus with occlusion. This female pt with acute onset of expressive aphasia and right sided weakness was presented to the hosp 4.5 hrs after the onset of symptoms. A CT angiogram of the head and neck demonstrated what appeared to be a dissection involving the cervical course of the left ica, which was pre-occlusive. There also appeared to be a thrombus involving the left mca bifurcation region. She was deemed not a candidate for IV -tpa. She was considered for endovascular management. She was subsequently intubated in the ER for preparation for the procedure. Using a 5f ucsf catheter angiography of the right common femoral artery was performed. The catheter was subsequently positioned just proximal to the bifurcation of the left common carotid artery and angiograms in multiple projects were performed. This demonstrated a long segment of dissection involving the proximal ica at the region of the carotid bulb and extending up to the petrous ica. There was apparent contrast flow all the way into the internal intra cranial circulation. It appeared to re-establish normal patency within the petrous portion of the ica. At this time the pt rec'd a bolus of heparin until the activated clotting time was twice the pt's normal baseline. The 5f ucsf catheter was exchanged for a 6f ksaw catheter. The catheter was positioned at the left common carotid artery just proximal to the bifurcation of the vessel. Using a synchro wire, they carefully navigate within the lumen of the left ica until the wire was positioned within the intracranial ica circulation within what appeared to be normal vessel. The mc was advanced over the gw until it was also positioned within the petrous ica. Using the mc and gw, they advanced the penumbra neuron delivery catheter over the mc and gw until it was positioned in the petrosal ica. Angiography was performed of the left ica in different projections to the penumbra neuron delivery catheter. This demonstrated complete occlusion of the left mca territory. They felt that this mca thrombus would be amenable to penumbra reperfusion. This catheter was advanced in a coaxial fashion through the neuron delivery catheter and positioned in the region of the mca bifurcation. The reperfusion catheter was subsequently connected to approx 20 atm of suction in the usual fashion. They proceeded with mechanical thrombectomy using the reperfusion catheter. After multiple passes, they were able to re-establish flow through a large mca -m2 branch. Also, some evidence of distal clot within the m2 segment. The separator was subsequently withdrawn from the catheter and angiography was obtained thru the reperfusion catheter in multiple projections. This demonstrated improved flow through the region of previously occluded mca territory. Because of distal clot, infusion of approx 1mg tpa with 5mg of reopro was completed. Angiography was performed in the left middle cerebral artery was performed. It appeared that the clot burden was decreasing in size. They proceeded with measurement of the left ica dissection for evaluation for stent placement, and it appear need of multiple stents in an overlapping fashion to re-establish flow. A 4.5 x 37mm enterprise stent was then advanced through the mc and deployed without difficulty with excellent placement. It appears that the stent was not fully deployed along its proximal portion. The mc was advanced through the stent to recapture the lumen of the vessel. The delivery wire was subsequently withdrawn. A hyperglide balloon mc was then advanced and positioned within the enterprise stent and inflated to approx 6 atm with serial dilations occurring from the most distal portion of the enterprise stent to the most proximal portion of the enterprise stent. The balloon mc was removed and angiography demonstrated good patency of the enterprise stent. However, there was still approx half of the cervical course of the ica still affected by the dissection. A cordis precise 6mm x 40mm nitinol stent was advanced over the gw. Difficulty was experienced positioning properly within the proximal left ica. However, once the stent was positioned to overlap the enterprise stent, it was deployed. Angiography demonstrated complete occlusion of the left ica along its proximal portion. It was felt that the second stent was delivered within the false lumen of the dissection and it caused complete occlusion of the left ica. Multiple attempts to navigate into the true lumen were unsuccessful. A small hand injection of contrast revealed the catheter to be in excellent positon. Angiography demonstrated excellent collateral flow, again across the anterior communicating artery filling the contra lateral anterior cerebral artery as well as the left middle cerebral artery territory. The left middle cerebral artery territory appeared to be better perfused with decreasing clot burden and re-established multiple m2 branches. At this stage, because there were no further options for the left ica and it appeared the mca territory was being re-perfused well, no further treatment they could offer to the pt. The pt tolerated the procedure well without any further adverse events.

Manufacturer narrative:
The product was implanted and will not be returned for eval and testing. Please note additional info will be submitted within 30 days upon receipt. This is one of two products used on the same pt. MFR report #1058196-2008-000115 & MFR report # 9616099-2008-01104.